Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge and infusion set became disconnected at the luer lock. The customer reported a blood glucose (bg) level of 400 (mg/dl). A pump bolus was delivered to address bg level. Reportedly, the customer loaded the cartridge straight and secure and there was no damage noticed. The customer reconnected the infusion set and cartridge and the issue was resolved.